Event description:
It was reported that: "ankle clamp broke during surgery. The arm broke as surgeon took off patient after pining back into place."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.